Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 12:21:38. During night drain cycle one, the patient's ultrafiltration reading was 1379ml, indicating the home patient (hp) drained 1379ml more than their maximum programmed fill volume of 1800ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.